Event description:
It was reported that the customer's insulin pump delivered a bolus that he/she did not program. His/her blood glucose level was 121 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the delivery accuracy test. The device was monitored. No unexpected bolus deliveries or pump delivering on its own noted during testing. The device functioned properly. The insulin pump was received with intermittent button response during testing due to flattened dome switch on the esc and act button. The lcd connector was inspected and no anomaly was noted. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.